Event description:
It was reported that the right ventricular (rv) lead had high impedance and noise due to a lead fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6937a-35 lead; implant date (B)(6) 2013. (B)(4).